Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) over-sensed noise resulting in an inappropriate shock as well as an untreated episode. Secondary vector was programmed through an automatic setup. Technical services (ts) was consulted and noted the signal signature observed in the episodes, both untreated and treated, show the presence of sense b node issue. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) over-sensed noise resulting in an inappropriate shock as well as an untreated episode. Secondary vector was programmed through an automatic setup. Technical services (ts) was consulted and noted the signal signature observed in the episodes, both untreated and treated, show the presence of sense b node issue. Troubleshooting recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.